Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossing over. The technical support specialist (tss) dialed into the es server and verified that the patient ID provided by the customer was present on the server. Tss requested a recently admitted patient ID, which was confirmed to be on the es server. Queries were run to check received messages, pharmacy order messages, active directory (adt), and xml sent times. Tss accessed station and found no errors in the logs. All devices were uploading correctly with no false sync errors. Tss restarted the datasync, maintenance, and external messaging services. After confirming the issue affected all stations, the customer was advised to check for possible network outages with hospital information technology. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient and orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.